Manufacturer narrative:
Initial 1 of 1 MDR 1049092-2026-00203 initial 1 of 1(unknown quantity). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
End user's wife reports her husband had a stroke while on a plane a few months ago. He had a foley in for 2 months as he could not void post stroke and had urinary retention. She states she "caths him around the clock every 4 hrs. He is slowly getting urges back to void she said as he is recovering. She said this is his third months order of the ultram14. The first 2 months this catheter worked wonderfully, no issues at all. All the catheters had "great lubrication". She said the issue started with this months order. They get 6 boxes at a time and this month's order, all the catheters just seems to have "hardly any lubrication" on the catheters especially near the tip. She said she has opened 4 boxes and tried some from all of them (having used up total of about 2.5 boxes worth she estimates) and all the catheters she has used on him have all this same lack of lubricity. She said the catheters are even harder to get out of packaging due to this, even seem packaged tighter. She said due to this lack of lubricity they have become quite "irritating and feel scratchy" to him, especially difficult to pass right at the entrance of his penis due to lack of lubricity. She said last week he had just "a little bit of blood in the catheter" noted when she was draining his urine. She said she brought him to the doctors office to be evaluated, as this was not usual for him, and they did a urine sample and he was found to have a uti. He was placed on bactrim for 1 week. She said the tip of his penis is still red due to continuing to use catheters with lack of lubricity so she has been placing otc neosporin on it. She makes sure to perform hand hygiene, uses new gloves each time before cathing. Cleanses his meatus with betadine as well makes sure to use the no touch sleeve on the catheter to avoid contamination."